Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician advanced a ruby coil to the target location using a lantern delivery microcatheter (lantern), however the ruby coil did not take its shape. The physician therefore removed the ruby coil and completed the procedure using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.